Manufacturer narrative:
The information provided in section with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was also reported that the customer was just asking information about insulin pump stopped delivering insulin

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was 2.9 mmol/l and 4.6 mmol/l. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with carbs. Customer stated that the insulin pump was stopped delivering insulin. Customer was using auto mode. Customer troubleshoot was not performed for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided of material number with the initial report was incorrect. The correct information has been included with this report.

Event description:
Material has been changed to mmt-1782k.